Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown cause. A new rv lead with the same model was implanted successfully. No adverse patient effects were reported.